Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. D4: batch # 185c79. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with an open package and with the reload pan partially dislodged from the left proximal side. In addition, 1 double driver out of position and 6 double drivers missing, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review: a manufacturing record evaluation was performed for the finished device batch number 185c79, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, open the packing and noted that some sled fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.